Manufacturer narrative:
A medtronic representative, following-up at the site, reported the approximate measurement of the inaccuracy was 3-5mm. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Hardware investigation finds this issue is due to use error in placing reference frame at levels beyond what is recommended in the IFU. (IFU 9732461, page 19). No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, t12-s1, the surgeon alleged an inaccuracy. The surgeon placed the spinal reference clamp on l5 at the start of the procedure and took two o-arm imaging system spins for the upper and lower halves of the construct with the frame in the same position. The surgeon began working in the lower lumbar region, near the frame, and worked superiorly. The first half of the screw placements were accurate, then the surgeon switched to the second scan, t11-l2, and placed a few screws before noting the inaccuracy. The surgeon re-positioned the reference frame closer to the work area and took another navigated spin. The surgeon noted that one of the screws was misplaced and had caused a small cerebrospinal fluid leak (csf). The new spin was accurate and was used to move forward with replacing the problem screw. The procedure continued as planned, the final confirmation scan looked normal, and neural monitoring showed normal results for nerve integrity. The surgeon completed the procedure with the use of the navigation system.